Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an abdominal aortogram procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and had negotiated the patient's abdominal aorta with a guidewire and the 5f catheter. During over-the-wire catheter manipulations under fluoroscopy, the catheter tip detached. The physician used a vascular snare device to successfully externalized the foreign body liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.